Event description:
The customer reports that following an epigastric bypass, the pt suffered from strong pain during the ingestion of solid food. A gastroscopy was performed and we discovered that one staple was open on the suture line of anastomosis with its prickly end towards the intestine line. Consequences for the pt were strong pain and vomiting after food intake.

Manufacturer narrative:
(B)(4).